Manufacturer narrative:
The tubing used was a baxter (B)(4) and a secondary set was attached. Sigma's investigation into this complaint resulted in the conclusion that this was a use error. Sigma has contacted baxter to relay the incident so appropriate follow up with the customer can be taken. The product was not returned to sigma for investigation. If the pump is returned in the future, an investigation will be performed and a supplemental will be submitted. (B)(4).

Event description:
On (B)(6) 2011, sigma was alerted about an unspecified sigma spectrum pump in which tubing was loaded upside down and the pump started pulling blood from the patient. This was caught early on and there was no report of patient injury or medical intervention involving the patient. The date of the event and serial number of the pump are unknown.